Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of scratched lens. Additional information has been received and stated that due to the way it was loaded the plunger likely cracked the optic of intra ocular lens.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of scratched lens therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is:(B)(4).